Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a pendant ceiling cover screw fell during an operating procedure. No patient consequences or complications have been reported.

Event description:
It was reported that a pendant ceiling cover screw fell during an operating procedure. No patient consequences or complications have been reported.

Manufacturer narrative:
The investigation was based on the available information including pictures. Based on the investigation the reported issue of loose screws and a loose ceiling cladding could be verified and modifications could be confirmed. It was not possible to finally identify the root cause of the current issue, but an incomplete tightening of the screw during installation or service or repair or modification was seen as potential root cause. The draeger service had not been involved. Operating the device might have also contributed to the reported issue, as positioning the product can lead to small forces which are transferred to the ceiling cladding and its connections and which can cause further loosening of an already loose screw. The correct installation of the ceiling cladding is described in the assembly instructions. According to the instructions for use, the proper operation of the system must be checked before each use, including a visual inspection. Since the sheet metal ceiling cladding construction was introduced in 2003, one similar complaint (loose screw m5x100 with g19221 ceiling cladding) has been recorded; no other similar issues were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.